Event description:
It was reported by service report that the head section release bar was bent. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: head section release crossbar.